Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the maryland bipolar forceps instrument emitted a sound when rotating. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage with charring and localized melting on the bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.